Event description:
The customer contact reported a delay in critical therapy. At an unspecified time, while the nurse was attempting to program the device to deliver propofol 1000mg/100ml, at a rate 30mcq/kg/min, the touchscreen did not respond. The pt was intubated and was to receive propofol for sedation. The customer contact reported that while getting a replacement device another nurse noted the pt began to "wakeup and move." At that time, the nurse delivered the propofol by gravity at an unspecified rate. The device was removed from clinical service. At an unspecified time the nurse reported the pt's blood pressure had decreased to 60/40mmhg. The pt was treated with dopamine 800mg/250ml at the rate 10mcg/kg/min. The propofol therapy was initiated using a replacement device. The customer contact reported the pt's blood pressure "stabilized" within 30 minutes. The physician was notified. No further medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed touchscreen testing by appropriately responding when the touchscreen was pressed. (B) (4)